Event description:
It was reported that balloon rupture occurred. The patient presented with may-thurner syndrome. The 80% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein and external iliac vein. A 14-2/5.8/75 xxl vascular balloon catheter was advanced for post dilatation of a wallstent and a non-boston scientific (bsc) stent. The first inflation in the common iliac vein was fine. However, during the second inflation, the balloon ruptured. The device was removed intact and a tear was noticed at the mid part of the balloon. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Updated: b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The patient presented with may-thurner syndrome. The 80% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein and external iliac vein. A 14-2/5.8/75 xxl vascular balloon catheter was advanced for post dilatation of a wallstent and a non-boston scientific (bsc) stent. The first inflation in the common iliac vein was fine. However, during the second inflation, the balloon ruptured. The device was removed intact and a tear was noticed at the mid part of the balloon. The procedure was completed with a non-bsc device. There were no patient complications reported. It was further reported that the balloon was inflated twice at 5 atmospheres. The device was simply removed from the patient all intact.

Manufacturer narrative:
Device evaluated by manufacturer: xxl/14-2/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon complete balloon circumferential tear was noted located distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per xxl specification the rated burst pressure of this device is 8 atmospheres. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with may-thurner syndrome. The 80% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein and external iliac vein. A 14-2/5.8/75 xxl vascular balloon catheter was advanced for post dilatation of a wallstent and a non-boston scientific (bsc) stent. The first inflation in the common iliac vein was fine. However, during the second inflation, the balloon ruptured. The device was removed intact and a tear was noticed at the mid part of the balloon. The procedure was completed with a non-bsc device. There were no patient complications reported. It was further reported that the balloon was inflated twice at 5 atmospheres. The device was simply removed from the patient all intact.